Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 07/01/2014, electrode belt: 11/06/2018.

Event description:
A us distributor contacted zoll to report that a patient had passed away during the evening of (B)(6) 2020, while wearing the lifevest. The patient's nurse reported that the patient went into cardiac arrest and that the device was alarming. It was reported that the patient was unconscious. Hospital staff reported that they were pressing the response buttons to delay a treatment. Hospital staff also reported that they removed the lifevest from the patient after the device was alarming. The patient was also being monitored on hospital telemetry. Resuscitation efforts were attempted but the staff was unsuccessful. Per clinical review of the available ECG data, the patient was in sinus tachycardia at 120 bpm with motion artifact. The patient received two non-lifevest defibrillations. The patient received the first non-lifevest defibrillation when the patient's rhythm was CPR/motion artifact. The post shock rhythm was bradycardia at 50 bpm. The rhythm remains in bradycardia at 50 bpm with CPR/motion artifact. The rhythm then degrades to asystole with intermittent cardiac activity and CPR/motion artifact. The rhythm then transitions to an idioventricular rhythm at 70 bpm with CPR/motion artifact. The rhythm then degrades to ventricular tachycardia (vt) at 200 bpm with CPR/motion artifact. The patient received a second non-lifevest defibrillation when the patient's rhythm was vt at 200 bpm with CPR/motion artifact. The post shock rhythm was CPR/motion artifact. The patient was in vt for approximately 22 seconds before receiving the defibrillation. The rhythm then transitions to sinus rhythm at 90 bpm degrading to vt from 160 bpm to 200 bpm with motion artifact, tactile artifact, and response button use. Lastly, the patient was last seen in CPR/motion artifact with electrode lead fall off from approximately 18:51:21 until the device shutdown at 21:20:42 on (B)(6) 2020. The device properly detected vt from 19:07:36 to 19:22:43. However, response button use, motion/tactile artifact and front fall off prevented the lifevest from treating the patient. The device properly detected vt from approximately 19:20:11 to 19:23:26. Motion artifact, tactile artifact, and response button use prevented the lifevest from treating the patient.